Event description:
The investigation has determined that higher than expected sodium (na+) results were obtained from a vitros performance verifier using vitros chemistry products na+ slides lot 4242-1062-1995 and lot 4243-1066-3881 on a vitros 4600 chemistry system. Vitros na+ lot 4242-1062-1995. Vitros pv I lot y8558 results of 155.8, 135.4, 175.4, and 172.8 mmol/l vs an expected result of 118.1 mmol/l. Vitros na+ lot 4243-1066-3881. Vitros pv I lot y8558 results of 142.8, 146.4 and 152.3 mmol/l vs an expected result of 118.3 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from a quality control fluid and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of seven MDR¿s for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected sodium (na+) results were obtained from a vitros performance verifier using vitros chemistry products na+ slides lot 4242-1062-1995 and lot 4243-1066-3881 on a vitros 4600 chemistry system. A definitive assignable cause of the event was not able to be determined with the information provided. Improper protocol is a possible cause of the event as results returned to expectations when the customer thawed a vitros na+ cartridge following the instructions in the vitros na+ IFU and prepared fresh vials of the vitros pv fluids. However, as no information regarding the customer¿s initial protocol was provided, improper protocol could not be confirmed nor ruled out as a contributing factor of the event. Based on historical quality control results, a performance issue for vitros na+ lot 4242-1062-1995 and lot 4243-1066-3881 could not be ruled out as contributors of the event. A suboptimal calibration could not be confirmed nor ruled out as a contributing factor of the event, however, is not a likely cause as results returned to expectations without the customer recalibrating the vitros na+ reagent. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4242-1062-1995 or lot 4243-1066-3881. An instrument related issue could not be ruled out as a contributing factor of the event as quality control results from two different reagent lots were imprecise. Additionally, the results of a within run vitros na+ precision test were not within expectations. However, an instrument related issue could not be confirmed as results returned to expectations without any known service actions being performed on the vitros 4600 system. (B)(4).